Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity biopsy forceps device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, a biopsy was retrieved from the patient's stomach. Upon removal of the device it was noted that the pullwires were broken. No part of the device detached within the patient. The procedure was completed with another radial jaw 4 large capacity forceps device. Reportedly, some scope damage was noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.